Event description:
It was reported that a device perforation occurred. During preparation of the opticross imaging catheter it was noted that there appeared to be a hole in the distal portion of the catheter. The procedure was completed with another of the same device. There were no patient complications.